Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) front end module is damaged. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue fse replaced front end module (d670-00-1164) verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) front end module is damaged. It is unknown under which circumstances the event occurred or if a patient was involved. However there was no adverse event reported.